Event description:
Patient reported that the strip vial label contained no ink; she was, however, able to discern the strip information due to an imprint stamped on the label. Patient's blood glucose was not affected and no treatment was received. Technical support request the return of the suspect product and replacement product was shipped.